Event description:
Customer reported her insulin pump has been alarming, including battery out limit, off no power, and bad battery alarms. Customer's blood glucose is 122 mg/dl. She stated she had to reset her time and date twice. Also, customer changed out her complete set yesterday and the device is saying the low reservoir. A temporary basal was not programmed before the alarm. The device was not stored for a long time. It is alarming during normal use. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery, off no power, bad battery, failed battery test or battery out limit alarms were noted. The insulin pump passed the unexpected restart test and the self test. No error alarms were noted. The insulin pump was programmed to alarm low reservoir and the low reservoir alarm functioned properly. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.